Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an "internal battery not charging " code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The product investigation lab (pil) tech could not duplicate e-246 "err_not_charging_int_li_ion info_alarm" from service. However, the suspect power mgt pca failed test step 0040.0250 at trilogy posttest station. Pil has determined that the underlying issue of test failure at pil is due to stray current paths, suspect power mgt pca sending current to someplace it does not belong.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an "internal battery not charging " code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.